Manufacturer narrative:
The reported event of the distal electrode becoming unfastened was confirmed. The catheter shaft was separated from the tip electrode due to insufficient adhesive application. Actions to prevent reoccurrence have been implemented.

Event description:
This event is being reported based on the analysis of the returned device.